Event description:
I received, in a dermatologist's office uv light treatment for vitiligo: puva twice a week (psolaren 20 mg ultra), total approx 102 treatments from (B)(6) 1997 to (B)(6) 1999; uvb narrow band twice a week, total approx 213 treatments from (B)(6) 1999 to (B)(6) 2001. Adverse event: I have been diagnosed with malignant melanoma in (B)(6) 2007 and (B)(6) 2011.